Manufacturer narrative:
The clinical observations were confirmed through laboratory analysis as the setscrew was stuck in the up retracted position against the retaining washer, and the force required to loosen the setscrew was greater than the force that would be exerted by the torque wrench packaged with this device. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. High powered microscopic visual inspection of the lead barrel and header of the device noted the set screw was stuck in the upwards position. Which suggests the damage was induced during the explant procedure. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that this patient experienced discomfort with their subcutaneous implantable cardioverter defibrillator (s-ICD). As result, the patient underwent a revision; nevertheless, difficulty with setscrew was exhibited during the procedure. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. High powered microscopic visual inspection of the lead barrel and header of the device noted the set screw was stuck in the upwards position. Which suggests the damage was induced during the explant procedure. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that this patient experienced discomfort with their subcutaneous implantable cardioverter defibrillator (s-ICD). As result, the patient underwent a revision; nevertheless, difficulty with setscrew was exhibited during the procedure. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.